Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited that the jet tube had white foreign material inside the tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. However, it was presumed that the foreign material may not have been removed because the device was not reprocessed properly due to a leak at the scope-cover. Additionally, based on information provided by the customer, it was confirmed that user used simethicone. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.